Manufacturer narrative:
On (B)(6) 2023, fujifilm corporation concluded the root cause investigation of eb-530us. The reported issue is presumed to be an isolated issue as there has been no report of similar complaints received for this product. During a procedure, there is the possibility that the balloon may come off if the tip of the eb-530us is pulled into the intubation tube while the balloon is inflated. However, the malfunction is easily detectable and the device is easily retrievable, in most cases.

Event description:
On june 10, 2023, fujifilm corporation was informed of an event involving eb-530us. It was reported that during a treatment procedure the b20bu balloon detached from the bronchoscope and was found in the patient's airway, requiring immediate intervention to remove the balloon. The balloon was retrieved without patient harm and the procedure was completed successfully. There is no serious injury or death associated with the event.

Manufacturer narrative:
During scanning with the balloon inflated, the insertion portion of the ebus was unintentionally pulled into the intubation tube, causing the balloon to catch on the edge of the intubation tube and come off the scope. A supplemental report will be submitted pending investigation results.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.